Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that once the customer's pump has 120-140 units left, it does not deliver insulin as intended. There was no reported impact to blood glucose. Contact did not provide specific customer information and did not provide any additional information. Multiple follow-up attempts were made by tandem technical support to obtain further information; however, no response was received.